Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-apr-2017. The most recent information was received on 28-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("since placement pelvic pain preventing walking") in a female patient who had essure (batch no. He0119u) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), renal pain ("kidney pain preventing walking"), myalgia ("muscle pain"), pruritus ("itching"), fatigue ("crushing fatigue"), epistaxis ("nosebleed"), migraine ("migraine"), weight increased ("weight gain"), eczema ("eczema"), furuncle ("furuncle"), memory impairment ("problem with short-term memory"), speech disorder ("problem with speech"), palpitations ("cardiac palpitation at rest") and blood pressure fluctuation ("rise and fall in blood pressure"). The patient was treated with surgery (ablation of uterine tubes and horns). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, renal pain, myalgia, pruritus, fatigue, epistaxis, migraine, weight increased, eczema, furuncle, memory impairment, speech disorder, palpitations and blood pressure fluctuation outcome was unknown. The reporter provided no causality assessment for blood pressure fluctuation, eczema, epistaxis, fatigue, furuncle, memory impairment, migraine, myalgia, palpitations, pelvic pain, pruritus, renal pain, speech disorder and weight increased with essure. The reporter commented: health status has deteriorated since placement, 3 months of disability leave. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("since placement pelvic pain preventing walking") in a female patient who had essure (batch no. He0119u) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), renal pain ("kidney pain preventing walking"), myalgia ("muscle pain"), pruritus ("itching"), fatigue ("crushing fatigue"), epistaxis ("nosebleed"), migraine ("migraine"), weight increased ("weight gain"), eczema ("eczema"), furuncle ("furuncle"), memory impairment ("problem with short-term memory"), speech disorder ("problem with speech"), palpitations ("cardiac palpitation at rest") and blood pressure fluctuation ("rise and fall in blood pressure"). The patient was treated with surgery (ablation of uterine tubes and horns). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, renal pain, myalgia, pruritus, fatigue, epistaxis, migraine, weight increased, eczema, furuncle, memory impairment, speech disorder, palpitations and blood pressure fluctuation outcome was unknown. The reporter provided no causality assessment for blood pressure fluctuation, eczema, epistaxis, fatigue, furuncle, memory impairment, migraine, myalgia, palpitations, pelvic pain, pruritus, renal pain, speech disorder and weight increased with essure. The reporter commented: health status has deteriorated since placement, 3 months of disability leave. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 31-may-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2786 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality defect per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 29-may-2017: quality-safety evaluation of ptc received. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm - heath authorities in (B)(6) (reference number: r1704622) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("since placement pelvic pain preventing walking") in a female patient who had essure (batch no. He0119u) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), renal pain ("kidney pain preventing walking"), myalgia ("muscle pain"), pruritus ("itching"), fatigue ("crushing fatigue"), epistaxis ("nosebleed"), migraine ("migraine"), weight increased ("weight gain"), eczema ("eczema"), furuncle ("furuncle"), memory impairment ("problem with short-term memory"), speech disorder ("problem with speech"), palpitations ("cardiac palpitation at rest") and blood pressure fluctuation ("rise and fall in blood pressure"). The patient was treated with surgery (ablation of uterine tubes and horns). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, renal pain, myalgia, pruritus, fatigue, epistaxis, migraine, weight increased, eczema, furuncle, memory impairment, speech disorder, palpitations and blood pressure fluctuation outcome was unknown. The reporter provided no causality assessment for blood pressure fluctuation, eczema, epistaxis, fatigue, furuncle, memory impairment, migraine, myalgia, palpitations, pelvic pain, pruritus, renal pain, speech disorder and weight increased with essure. The reporter commented: health status has deteriorated since placement, 3 months of disability leave. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female patient who had essure (fallopian tube occlusion inserts) inserted and experienced since placement pelvic pain preventing walking. Nearly 5 months after placement, she underwent ablation of uterine tubes and horns. No outcome information was provided. Pelvic pain, considered serious due to medical significance, is anticipated in the reference safety information of essure. Pelvic, abdominal, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (gynecological and non-gynecological) are also possible. In this particular case, the medical information was limited, but considering the nature and course of the event, and in the lack of alternative explanations, a causality of essure cannot be excluded (related). This case was classified as incident in line with the ha assessment and because of surgical device removal. Other non-serious events were reported, mostly unanticipated. A product technical analysis is expected. Follow-up information cannot be pursued in this ha case.